Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump rejects new batteries. The insulin pump alarmed motor error and no delivery. The buttons were sticky. They had to press the buttons multiple times for them to respond. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify motor error alarm, unexpected battery power loss anomaly and failed battery test alert due to buttons not responding. Motor passed motor test. (B)(4).